Manufacturer narrative:
E1: patient country: (B)(6). Name: medtronic minimed. Country: united states of america. Street: 18000 devonshire street. City: northridge. State: ca . Zip code: 91325. Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number. Reporting site: 8021545. Manufacturing site: 8021545.

Event description:
The patient reported an infusion set fell off on (B)(6) 2026 and the length of an infusion set in use is two days.